Event description:
It was reported that during an unknown procedure, the clips would not advance. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked, but otherwise in good physical condition. The instrument was cycled, fed, and formed the clips as intended. While we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.